Manufacturer narrative:
The complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). A visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. The rx tunnel of the device was noted to be detached, and was not returned with the device. This failure is likely due to factors encountered during the procedure, such as the manner in which the device was handled and manipulated, the technique used by the physician, and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Boston scientific corporation received an unauthorized return of a hurricane rx dilatation balloon. It was found that the rx tunnel was detached and was not returned with the device. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.